Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it was not possible to access the stored egms. After rebooting the software, the unrecoverable alert was still present. Device remains implanted.